Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic liver metastasectomy, at the time of using the device in the abdominal cavity, the distal tip of the black sheath was damaged; it was melted. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the vacuum source was attached to suction connection. Vacuum source was turned on, no leaks were observed. Suction valve was pressed and device suction functioned properly. Water source was attached to irrigation connection. Water source was turned on and no leaks were observed. Irrigation valve was pressed and device irrigated properly. Push bar was pushed with no resistance and l-hook extended and retracted with no difficulty. It was reported that the device melted. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if excessive manipulation is applied to device when pushing the tip through the sheath. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: verify mechanical and electrical compatibility of devices from different manufacturers prior to using them together in a procedure. Always ensure that the outer sleeve is pushed fully forward over the tip of the device prior to insertion or removal of the device through the trocar sleeve. Failure to do so may cause damage to the device. The operator should regularly inspect these devices for possible damage, in particular, the electrode cables. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.